Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had reused the heater bag. The hp stated that he had already changed out the cassette. The tsr asked if the hp had changed the bags as well and the hp stated he did not change the heater bag. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2012 regarding the reported problem. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, patient switched the cassette and bags but reused the heater bag, which is a use error/poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.